Event description:
Revision surgery- the pt's posterior cruciate ligament was stretched and non functional, therefore causing the knee joint to be loose and unstable. The surgeon replaced a 4/9 primary foundation insert with a 4/13 ultra-congruent insert in order to stabilize the knee.